Event description:
It was reported the distal tip of the cannula would not pass through an introducer guide during a biopsy procedure. Upon visual inspection of the cannula, sharp edges were noted. Another device was used to successfully complete the procedure without pt complications. The pt's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. Although a burr on the cannula was not identified, the customer's description of sharp edges on the cannula imply the presence of a burr. Co is unable to determine the exact cause for this event. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use".